Manufacturer narrative:
The reported event of calcification was confirmed, as cusp 3 contained microcalcifications. Elevated pressure gradient was also reported. Cusps 1 and 2 were torn, with severe thinning and loss of collagen fibers at the tear sites. Fungal hyphae was noted, but as it was confined to the tissue surfaces with no associated inflammation, it was most likely contamination. No inflammation was noted on the valve. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the event remains unknown.

Event description:
On (B)(6) 2014, double valve replacement (dvr) and tricuspid annuloplasty (tap) were performed. This 25mm epic valve was implanted in the mitral position and a 19mm trifecta valve in the aortic position. At the end of 2017, pressure gradient was reported to increase in the patient's mitral position due to suspicion of calcification resulted in cardiac failure. On (B)(6) 2018, the 25mm epic valve was explanted and observed with calcification. A magna ease heart valve was implanted. Calcification was not noted on the trifecta valve in the aortic position and remains implanted. The patient is reported stable. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.